Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of the applier failed to release the device; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A sample was not returned, therefore the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that during a micro-stent implant procedure, the applier failed to release the stent into the eye. The surgeon then removed the applier from the eye and was able to release the stent outside of the eye (he did this two times to double-check and both times, the stent was able to be released from the applier) he then advanced the stent inside the eye into final position for the second time but the stent still failed to be released from the applier inside the eye. The surgeon didn¿t want to impose trauma in the eye by continuing with the faulty device and the hospital didn¿t have another stent available so the patient didn¿t have a stent implanted and the eye was closed without it.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).